Manufacturer narrative:
No product was returned for investigation. Since no product was returned, the cause of the event could not be determined.

Manufacturer narrative:
Qc was performed on the meter within 24 hours of the event with passing results. The test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4). At 11:34 a.m. A finger stick was performed on the left hand with a meter result of 299 mg/dl. At 11:37 a.m. A finger stick was performed on the right hand with a meter result of 148 mg/dl. The same strip vial was used for each test.